Event description:
It was reported that the cannula was removed from a child following partial rupture near the tip. The cannula was put in place over 1 month ago, the patient's mother cleaned and sterilized it with boiling water once and when she put it back, she noticed that it was "split". There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product has been returned, as product was reported as not being available. Without the returned product the investigation could not confirm the reported issue. No corrective actions are planned currently. If the product is returned, the investigation will be reopened. Since no lot number was identified, a device history review could not be performed.